Event description:
The reporter stated that he did a meter to lab comparison test, fasting, about 1.5 hours apart. The results were 85 mg/dl on his meter, and the lab test was 328 mg/dl. He did not have any symptoms. No control solution test was done to the unavailability of supplies.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8